Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure and suture was used. During the procedure at the time of closing the incision port the needle was bent. It is unknown how the procedure was completed. There was no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. One representative sample returned and retained samples were evaluated. The intact representative sample was inspected for appearance and it was found to meet the specification. The needle retain samples were visually inspected for physical appearance and were found satisfactory. These retain samples were tested for stiffness & ductility and found to meet specification.